Event description:
Report received of an overdelivery of dilaudid due to operator error in programming the device. It was reported that the pt had been receiving an unspecified concentration of morphine for pain mgmt therapy, but was experiencing nausea. The pt's physician was notified, the morphine was discontinued and an order to administer dilaudid was received. The rn removed the morphine syringe from the pump and replaced it with a syringe of dilaudid 1 mg/ml. When reprogramming the pump, the rn inadvertently entered a concentration of 0.1 mg/ml. A 1mg loading dose was then initiated. The remainder of the pump settings were not specified. The rn left the pt's room for approx 5 minutes to locate another rn to check the pump settings. Upon returning to the pt's room, the rn discovered the pt in respiratory arrest. The pt received 10mg of dilaudid instead of the intended 1mg. The physician was notified and the dilaudid was stopped. The pt responded to an unspecified dose of narcan and was transferred to the heart unit for observation. The pt was in the heart unit for less than 24 hours and was transferred to the medical surgical floor. Through requested, no further info was available.